Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was placed on pneumatic support using stroke volume limiter (svl) and ip console and six days later, the pneumatic ip console stopped working. At this time, the pt was transferred to a backup console without further incident.

Manufacturer narrative:
The pt remains ongoing on pneumatic support. The center will evaluate the device to determined if it can be repaired by the center or if it needs to be sent to the MFR for repair. No further info is available at this time.